Event description:
During placement of a zenith graft for repair of an aaa, the physician encountered resistance while placing the main body graft. When the sheath was finally pushed into position there was a drop in bp, but it went back up shortly after the drop. After the main body graft was deployed, a proximal type I endoleak was noted. Two main body extensions were placed and the leak was resolved. The source of the endoleak is thought to be from when the top cap caught on one of the bare metal stents during retrieval, possibly pulling the stent down. At this point, a right renal occlusion was noted, thought to have been caused by thrombus knocked loose. A stent was placed and the renal was again patent. The procedue was concluded and patient was taken to recovery. Patient had intermittent bp drops throughout the entire procedure. Two to three hours post-op, the patient had another significant bp drop and was taken to the or for an open surgical repair. When the patient was opened a rupture of the aorta was noted inferior to the renal arteries on the right lateral side. The bare metal stent could be seen through the aorta. The zenith graft was explanted and another graft was sewn in. The patient survived the surgery, but did suffer a mi after the procedure and was in pe. Two weeks post-op, patient was taken off of life support by family and expired.

Manufacturer narrative:
Evaluation: care should be taken during manipulation of catheters, wires, and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus which can cause distal embolization. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. It should be mentioned that the zenith aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Extreme caution should be exercised when manipulating interventional devices in the region of the suprarenal stent. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels.